Event description:
It was reported that a 511s was used during a laparoscopic nissen. It was reported by the rep that the trocar gasket seal tear and leak in camera port. Another trocar was opened to complete the case. There was no consequence to the pt.